Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side implant exchange with no complaint against the device. Healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the surface of the shell. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Patient reported left side implant exchange with no complaint against the device. Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.